Event description:
Patient originally treated with unknown nail, presented to hospital on (B)(6) 2011 with non-union and bent interlocking nail. Hardware removed and replaced with synthes 4.5mm broad lcp plate and bone graft harvested from iliac crest and insertion of chronos on (B)(6) 2011. Patient presented with broken plate on (B)(6) 2011. Plate was removed (B)(6) 2011 and patient revised to a nail with bone graft.

Manufacturer narrative:
Investigation could not be concluded as no device was returned.